Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's symptoms had returned. Two years ago, the patient had requested to increase pump medications, but there was a concern about "granuloma". The finding was reported as "saw or felt something" in the spine (patient could not recollect exact details). An immediate MRI was performed in the emergency room and an hour later, the patient was informed that "there was no infection, it was his osteoarthritis". However, since then the patient has been concerned about the "possibility of a granuloma". Currently, the patient had "acute pain". The patient always had a constant leg pain, which had now "peaked over the past 4 months. Pain was near tail bone, hips and shooting pain down the back of both legs (left leg was worse). Leg muscles got "tight" and the patient was unable to sit or stand for long, and sometimes needed to "lift left leg (with arms) to get in the car". There was burning sensation, which was not intermittent in the legs or at the catheter site. Patient also reported bladder issues of "an after drip" or difficulty starting urination that had worsened in the past 3 - 4 months. The patient stated that he "had not had any physician interaction for over a year". The drug infused via the pump was hydromorphone (dilaudid), dose and conc unknown. Additional information has been requested from the hcp, but was not available as of the date of this report.